Event description:
It was reported that during a sigmoid colon resection diverticulitis at hospital. There was an incomplete firing and she needed to hand sew it. Surgical delay unknown. Patient consequences unknown.

Manufacturer narrative:
(B)(4). Date sent 3/19/2025. D4 batch#: unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: could you please confirm device details (product code/lot#/batch#). Was the device difficult to fire? Was the device firing sequence interrupted or stopped midway (no staples deployed, or staples deployed without forming fully and/or washer not completely cut line? Or did the device start to deploy staples and cut but could not be completed (partially fire)? Or did the device fully fire and stop during the automatic knife return? Could you please clarify if there were any patient consequences? Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.